Manufacturer narrative:
Device evaluated by MFR. : the returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20mmx3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20mmx3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The device was completely removed from the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.